Event description:
In a lawsuit brought against the user facility, the complainant's attorney alleges that a pt allegedly sustained human papilloma virus ("hpv") infection when a sigmoidoscope was inserted into his rectum and colon during a screening sigmoidoscopy procedure. The user facility informs olympus that no biopsy was performed during the procedure. Background: the attorney's complaint alleges that due to the large number of sigmoidoscopic procedures being performed at the facility, the sigmoidoscope and related components used during the procedure were inadequately or improperly cleaned, disinfected and sterilized. Olympus became aware of the alleged injuries from the attorney's complaint. The device described in this event is no longer available for inspection. Due to this fact, olympus does not, at this time, have info about the condition of their endoscopy equipment or chemicals and equipment used at the facility. Olympus microbiology characterization: according to an olympus microbiologist, a search of medical literature has not uncovered a report which documents the transmission of hpv by medical instruments. Based on the limited available info, the microbiologist suggested that: hpv is considered a sexually transmitted disease.